Event description:
It was reported that the customer's insulin pump shut off power. The customer's blood glucose level was 399 mg/dl. She treated with a manual injection, and her blood glucose level was 260 mg/dl at the time of the report. Standard troubleshooting was performed. The customer was advised to change her battery. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).